Event description:
Distributor contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter intermittently gave out of range signals. At the time of contact with dexcom technical support, distributor did not report any medical intervention or injuries.